Event description:
I received my breast implants (B)(6) 2018 and almost immediately started feeling sick. I just attributed this to the surgery and recovery process. I am now almost exactly a year implanted and can barely function to accomplish day to day activities. I am extremely exhausted all hours of the day regardless of the amount of sleep I receive. I am disoriented, dizzy, forgetful, have headaches, feverish, blurred vision. I have gone to my primary care physician, had check ups, blood work ran to no avail. I have always been very active and fit. Since my implants I have gained 35lbs, most of which were in the first 8 or 9 months and have no energy whatsoever to work out. It is physically all I can do to get myself to work every day and truth be told there are many days I just can't even get out of bed at all. These implants are beyond debilitating. There has been no diagnosis from my physician because all labs and tests have came back normal. I still currently have the implants as I am not financially able to do an explant at this time.